Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the "confirm" button on the infusion device is permanently pressed and does not function correctly. No adverse event was reported. The alleged product was replaced and requested for evaluation.